Event description:
It was reported that during a low anterior resection the device was through the trocar. The device then locked out and could not be opened to place on tissue and would not fire. They then used another like device to continue the procedure. There is no other information available at this time. There has been no patient consequence reported. On what tissue type was the device used? Bowel at what location on the tissue?asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. During which stroke did the event occur? Not fired. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?no. Was there any difficulty removing the device from the tissue?no, not on tissue. Additional followup: it was the second firing with a gold cartridge. No other prior color cartridge was used. Also they did not hear any other noise.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. Per event description it is possible that the cartridge reload was loaded incorrectly, pushing the cartridge farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.